Event description:
The device was returned for service. During service testing, the baxter technician reported the pump under delivered therefore failing accuracy test. The hosp rep stated they have no record of any pt incident.

Manufacturer narrative:
The pump is in the process of being evaluated.